Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an original surgery on (B)(6) 2017 for an open reduction internal fixation (orif) of a femur, the surgeon planned to implant two (2) recons screws in total. As the surgeon inserted the first recon screw into the patient's femoral neck, the tip of the drill bit broke off. The length of the broken fragment was about 1 - 1.5 inches long. The surgeon decided not to retrieve the broken fragment as it could potentially cause more damage. The surgeon then processed to insert the second recon screw using another drill bit that was available. Both the recons screws were implanted in the patient and the surgery was completed successfully without any delay. The patient is reported to be in stable condition. Concomitant devices reported: recon screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) drill bit for 5.0mm recon screws/large qc. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 03.010.228, synthes lot number: u151614: supplier lot number: (B)(4), release to warehouse date: 05 apr 2012, supplier: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.